Manufacturer narrative:
Batch review performed on 22 july 2016. Lot 156106: about (B)(6) items manufactured and released on 18 february 2016. Expiration date: 2021-02-02. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event. On 23 july 2016 it was prepared a final report with the information submitted in this initial report. On 26 july 2016 the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to signs of infection. The pathogen is unknown at this time. The surgeon washed out the knee and swapped the liner. The surgery was completed successfully. X-rays and explants are not available.